Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "paddle fault" message. Complainant indicated the clinicians performed manual CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. After further investigation of the facts provided by the customer, it was determined that the customer's report does not indicate a device malfunction. The customer indicated they are normally an e series user. We suspect they used the CPR adapter from an e series on their m series device. Their m series device is not capable of supporting this adapter without an upgrade. The fault is also detected during shift check. Investigation closed as device performed as expected. Analysis of reports of this type has not identified an increase in trend.